Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had cracked battery tube lip, no cracked belt clip slot noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had damage. The customer states they changed the set and blood glucose level goes to 600 mg/dl and noticed the cannula was bent. The customer was assisted with troubleshooting for damage. The customer states the insulin pump had cracked where the belt clip locks on near the battery chamber and the reservoir chamber. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.